Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1883 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that at 4:50 pm on (B)(6) 2021, a PICC catheter was prepared for the patient. When the catheter was pre-flushing, it was found that there was a leakage at the position between the catheter scale 10 and 11, and the catheter was not used.